Event description:
It was reported that this patient on Peritoneal Dialysis (PD) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by Fresenius product. In additional follow-up, the patient¿s PD nurse confirmed that on (b)(6) 2026 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a PD culture obtained in the hospital. However, the nurse did not have PD culture results available. Per the nurse, the patient was diagnosed with peritonitis and was initiated on intra-peritoneal (IP) Vancomycin and Cefazolin (dosing not provided). On (b)(6) 2026, the patient was discharged from the hospital and continued with PD with the same cycler. The nurse could not provide the exact cause for peritonitis. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with Fresenius products in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical Review: A temporal relationship exists between the PD therapy with the Liberty Select cycler/Liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing PD therapy. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a Liberty Select cycler/Liberty cycler set malfunction or product deficiency caused the peritonitis event.